Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to a perforation of the heart wall that was confirmed on x-ray. It was reported that there was observations of noise from electromagnetic interference (emi) that was oversensed. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Subsequent x-rays did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of perforation.